Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 6.1 cm to 6.2 cm from the connector pin. An external abrasion breaching the outer insulation and exposing the outer coil and 11.8 cm to 12.7 cm from the connector pin; all five filars of the outer coil were found abraded at this location. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.